Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body the sensor wire broke and it is possible that a small portion remained in the patient's skin. The sensor was inserted at the arm on (B)(6) 2015. Patient's mother stated that the transmitter was removed prior to removing the sensor pod. No additional event or patient information is available. The complaint device was not returned for investigation. It was reported that the sensor insertion site was at the arm and that the transmitter was removed prior to removing the sensor pod from the patient's body. It should be noted that the dexcom user's guide states that the sensor insertion site for pediatrics is the abdomen and upper buttocks. Additionally, it states under information for the end of a sensor session: do not remove the transmitter from the sensor pod while the pod is attached to your skin. A photograph of the underside of the sensor pod was provided confirming the sensor wire break. However, a root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
A photograph was provided for further review. The quality of the photograph is not clear enough to indicate whether the distal tip is intact, however the approximate length (to scale of the pod) of the sensor wire appears to be of full length. The reported event of a broken sensor wire could not be confirmed. The root cause could not be determined.